Event description:
It was reported to philips that the system's c-arm moved on its own. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was being prepared for the procedure. The procedure was completed by restarting the system. The philips remote service engineer (rse) performed a remote assessment and confirmed that the c-arm moved on its own. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the c-arm was unable to move at its normal speed, operating slowly. The initial inspection by fse failed because movement was slow and a warning indicated the frontal stand needed adjustment. Further troubleshooting showed beam-z rotation adjustment and beam-z rotation current required calibration. To resolve the issue fse calibrated both the beam-z rotation adjustment and beam-z rotation curre. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of x-ray during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the x-ray loss issue may resolve, allowing for continuation and completion of the procedure. A loss of x-ray happened, and the procedure resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.